Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had high capture thresholds and increased impedance which rose to high values. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.